Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device- location of esssure device: uterus/migration of essure device location of device: uterine corpus"), menorrhagia ("abnormal bleeding (vagina, menorrhagia)"), pelvic pain ("severe pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping),") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (dates: (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012), miscarriage in 2009, premature labour, bloating, weight loss, difficulty sleeping, mood altered, urinary tract infection, depression, anxiety, migraine, tonsillectomy, umbilical hernia, allergic reaction to antibiotics, hives, diarrhea, nausea and endometriosis. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included smoker, right lower quadrant pain, postpartum depression, allergic reaction to analgesics, allergic reaction to analgesics, dysmenorrhea, adenomyosis, adenomyosis and body mass index high. Concomitant products included medroxyprogesterone (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In march 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding ( vaginal, menorrhagia)"). In 2012, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), migraine ("migraines / headaches"), headache ("migraines / headaches") and rash ("rashes or skin conditions type: rashes"). On (B)(6) 2012, 3 months 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes describe: mood swings"). In july 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, menorrhagia, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, migraine, headache, dyspareunia, mood swings, mental disorder and rash outcome was unknown and the pelvic pain, dermatitis allergic and alopecia had resolved. The reporter considered alopecia, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on 1-jun-2012: essure device was successfully occluded. "Concerning the injuries reported in this case, the following one was reported via social media: vaginal bleeding, chronic pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received: event hormonal changes describe: mood swings, rashes or skin conditions type: rashes, psychological or psychiatric problems condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device- location of esssure device: uterus/migration of essure device location of device: uterine corpus'), menorrhagia ('abnormal bleeding (vagina, menorrhagia)'), pelvic pain ('severe pelvic pain / pain') and dysmenorrhoea ('dysmenorrhea (cramping),') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2009, multigravida, parity 5 (dates: (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012), premature labour, bloating, weight loss, difficulty sleeping, mood altered, urinary tract infection, depression, anxiety, migraine, tonsillectomy, umbilical hernia, allergic reaction to antibiotics, hives, diarrhea, nausea and endometriosis. Previously administered products included for birth control: birth control pills from (B)(6) 2010 and iud in 2009; for an unreported indication: mirena iud. Concurrent conditions included smoker, right lower quadrant pain, postpartum depression, allergic reaction to analgesics, allergic reaction to analgesics, dysmenorrhea, adenomyosis, adenomyosis and body mass index high. Concomitant products included biotin since (B)(6) 2017, iron since 2000, medroxyprogesterone acetate (depo provera) from (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and vitamin d nos (vitamin d) since 1999. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding ( vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and rash ("rashes or skin conditions type: rashes"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes describe: mood swings"), 3 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), anxiety ("anxiety") and depression ("depression/ psych injury"). The patient was treated with celecoxib (celexa) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, dysmenorrhoea, menstrual disorder, migraine, headache, dyspareunia, mood swings, rash, anxiety, depression and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, urticaria and alopecia had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. "Concerning the injuries reported in this case, the following one was reported via social media: vaginal bleeding, chronic pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device- location of esssure device: uterus/migration of essure device location of device: uterine corpus"), menorrhagia ("abnormal bleeding (vagina, menorrhagia)"), pelvic pain ("severe pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping),") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (dates: (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012), miscarriage in 2009, premature labour, bloating, weight loss, difficulty sleeping, mood altered, urinary tract infection, depression, anxiety, migraine, tonsillectomy, umbilical hernia, allergic reaction to antibiotics, hives, diarrhea, nausea and endometriosis. Previously administered products included for birth control: birth control pills from (B)(6) 2010 and iud in 2009; for an unreported indication: mirena iud. Concurrent conditions included smoker, right lower quadrant pain, postpartum depression, allergic reaction to analgesics, allergic reaction to analgesics, dysmenorrhea, adenomyosis, adenomyosis and body mass index high. Concomitant products included biotin since (B)(6) 2017, iron since 2000, medroxyprogesterone acetate (depo provera) from (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and vitamin d nos (vitamin d) since 1999. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding ( vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives"). In june 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and rash ("rashes or skin conditions type: rashes"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes describe: mood swings"), 3 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), anxiety ("anxiety") and depression ("depression"). The patient was treated with celecoxib (celexa) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, menorrhagia, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, migraine, headache, dyspareunia, mood swings, rash, anxiety, depression and vaginal discharge outcome was unknown and the pelvic pain, urticaria and alopecia had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. "Concerning the injuries reported in this case, the following one was reported via social media: vaginal bleeding, chronic pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 27-nov-2018: plaintiff fact sheet received. Events added from pfs- event mental disorder updated to anxiety and depression, event dermatitis allergic updated to urticaria. Event vaginal discharge added.treatment and concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device- location of esssure device: uterus/migration of essure device location of device: uterine corpus'), menorrhagia ('abnormal bleeding (vagina, menorrhagia)'), pelvic pain ('severe pelvic pain / pain') and dysmenorrhoea ('dysmenorrhea (cramping),') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2009, multigravida, parity 5 (dates: (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012), premature labour, bloating, weight loss, difficulty sleeping, mood altered, urinary tract infection, depression, anxiety, migraine, tonsillectomy, umbilical hernia, allergic reaction to antibiotics, hives, diarrhea, nausea and endometriosis. Previously administered products included for birth control: birth control pills from (B)(6) 2010 to (B)(6) 2010 and iud in 2009; for an unreported indication: mirena iud. Concurrent conditions included smoker, right lower quadrant pain, postpartum depression, allergic reaction to analgesics, allergic reaction to analgesics, dysmenorrhea, adenomyosis, adenomyosis and body mass index high. Concomitant products included biotin since (B)(6) 2017, iron since 2000, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and vitamin d nos (vitamin d) since 1999. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding ( vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and rash ("rashes or skin conditions type: rashes"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("hormonal changes describe: mood swings"), 3 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), anxiety ("anxiety") and depression ("depression/ psych injury"). The patient was treated with celecoxib (celexa) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, dysmenorrhoea, menstrual disorder, migraine, headache, dyspareunia, mood swings, rash, anxiety, depression and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, urticaria and alopecia had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. "Concerning the injuries reported in this case, the following one was reported via social media: vaginal bleeding, chronic pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for menorrhagia, vaginal haemorrhage updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device- location of esssure device: uterus"), menorrhagia ("abnormal bleeding (vagina, menorrhagia)"), pelvic pain ("severe pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping),") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (dates: (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012), miscarriage in 2009, premature labour, bloating, weight loss, difficulty sleeping, mood change, urinary tract infection, depression, anxiety, migraine, tonsillectomy, umbilical hernia, allergic reaction to antibiotics, hives, diarrhea, nausea and endometriosis. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included smoker, right lower quadrant pain, postpartum depression, allergic reaction to analgesics, allergic reaction to analgesics, dysmenorrhea, adenomyosis and adenomyosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In march 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding ( vaginal, menorrhagia)"). In 2012, the patient experienced rash ("allergic or hypersensitivity reaction type: rash"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 23-jul-2012. At the time of the report, the device expulsion, menorrhagia, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, migraine, headache and dyspareunia outcome was unknown and the pelvic pain, rash and alopecia had resolved. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-jun-2012: essure device was successfully occluded. "Concerning the injuries reported in this case, the following one was reported via social media: vaginal bleeding, chronic pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet & medical record received. Events rash, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss are added. Event device dislocation is replaced with event partial expulsion of essure device. Lab data added. Concomitant condition and drug are added. Historical drug and condition are added. Product , patient and reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure device was successfully occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.